Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: the versaport cracked at the edge while the endo gia was manipulated within it. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4).